Event description:
It was reported that about one minute after connecting the tubing-set to the pt, air was noticed on the arterial outlet side of the oxygenator due to a bubble alarm. The clinical professional tried to evacuate the air using a disposable syringe and was able to evacuate about 60 ml of air. However, it was not possible to evacuate all air from the system and the tubing-set was replaced. No consequences to the pt hav been reported and the treatment was completed. No visible damage to the tubing-set was noted. Ref: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the device and more detailed product info. Neither has been received. Additional info: the product mentioned under section d is not distributed to the USA, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153. A supplemental report will be sent when additional info becomes available.